Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was out of electrical specification. It was also noted that the label was delaminated.

Event description:
It was reported the wand intermittently works to recognize devices. The programmer wand was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.